Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument jaws failed to open once inserted into the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a robotic gastric sleeve was being performed when the issue occurred. The system did not default before the instrument failed. The jaws of the instrument were not stuck on tissue. The jaws of the instrument never opened. The jaws were stuck closed, and the issue was the jaws not opening for use. Tissue was never grasped because the jaws of the instrument never opened.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and found that the instrument jaws failed to open after insertion into the robotic system. Failure analysis confirmed the customer complaint was due to a dislodged set screw from the grip open ring, preventing the instrument jaws from opening. The screw was found inside the housing, attached to a magnet, with no signs of fragmentation. The probable root cause is attributed to component susceptibility to damage. This issue can be resolved by using an alternate instrument to complete the procedure.